Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for no delivery. The parent attempted to prime with 5 different infusion sets and the alarm reoccurred each time. The blood glucose reading was 162 mg/dl. The parent was advised to perform a 5 unit fixed prime and reported that insulin did not exit and the insulin pump alarmed for no delivery. The parent was advised to remove the reservoir from the insulin pump, to disconnect and reconnect the reservoir and infusion set and push insulin slowly through the tubing. The parent reported that insulin did exit and was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime to 5 units. The parent reported that insulin did exit.